Event description:
Baxter sales representative received notification from customer that when flushing a clearlink valve, it would not flush through. Nurse was attempting to flush valve with a saline syringe and saline would not flow through valve. No patient involvement has been reported at this time.